Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) therapy that accelerated the patient's rhythm into ventricular fibrillation (vf). The rhythm was able to convert due to a shock delivered. This device remains in service and there were no additional adverse patient effects reported.